Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoins"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device) . Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain, device dislocation and uterine perforation to be related to essure (ess205). The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirming full occlusion of fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.